Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 373 mg/dl, 67 mg/dl, and 61 mg/dl when all tests were performed within 10 mins on the aviva system. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated she self-treated by eating a sandwich and some soup. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.